Manufacturer narrative:
Unit passed displacement test and self test. Pump error alarm followed by another pump error alarm in the pump history file, problem isolated to keypad assembly. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.